Event description:
It was reported that the customer was unable to upload the pump data. There was no reported impact to blood glucose. Device investigation identified that the usb pins were damage and the battery was unable to be charged.